Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 500 mg/dl and current blood glucose value was 161 mg/dl. Customer treated with manual injection. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime test, seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The device was received with cracked retainer, minor scratched display window and scratched case.